Event description:
The complainant reported a patient awaiting transplant and on the list for a heart was on impella 5.5 support. On day 11 of the support, there was an episoded of ventricular fibrillation that required cardioversion back into sinus, etomidate and amiodarone bolus. The impella 5.5 position was checked and unchanged pre & post cardioversion. No further arrhythmia since has been reported. Additionally, the sterile sleeve was found with a tear at the proximal end of the sleeve on the side towards the red impella plug. The team as a result placed tegaderm over tear. The pump remained on despite this.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
H6: no known explant date. The investigation of vf/vt/af/at and product damage (sleeve damage) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.